Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Power on reset 8 parity errors recorded between (B)(6) 2016. All were single bit ecc errors (bit flips that were corrected).

Event description:
It was reported that invalid data was observed on the implantable pulse generator (ipg). There were question marks by the pacing percentages. The device had some ¿bit flips¿ in its memory and they self-corrected. These were caused by the radiation the patient was receiving. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.